Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
The patient contracted (B)(6) during implant. The surgical site was infected; lab results showed "(B)(6)". The severity was noted to be "moderate". The device system was explanted. The patient recovered without sequela.